Event description:
Nurse performing catheter exchange procedure with a #4 fr. Introducer PICC/line replacing a #3 fr. PICC/line. Introducer fractured at insertion site leaving approximately 44cm of catheter in the antecubital site. Tourniquet applied and pt transported to the emergency room. X-rays performed and the pt sent home with a modified tourniquet in place to return the next day. The next day pt returned to the hospital and the catheter was removed via an angiography procedure.